Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident it was determined that the auxiliary device was not detected on the bus. A field service engineer fse checked the leds on the controller boards powered the station off and disconnected the bus cable. The fse removed the back of the drawer reset the row board cables for both drawers reassembled the drawer reconnected the bus cable and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 not detected on bus, which located on lg06. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.